Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that the pt's recharger has been getting hot for the past couple weeks. Patient reported that last friday, they received message "mdt cannot support this system - call mdt" (patient didn't recall any numbers on the screen), they reset the controller but message appeared again this week. Patient stated they also received an rm04 message a lot and in the past couple weeks, it has been happening more frequently than it used to. Technical services (tss) asked when rm04 message initially started but patient couldn't remember. Tss asked if recharger getting hot coincided with increase in messages appearing but patient didn't know. Patient mentioned that they had change in programming so they now charge twice a day as opposed to once a day. Tss reviewed that recharger getting hot and messages are all related to recharger. Tss suggested that, due to frequent charging of the ins, patient should work to keep controller charged (about 50%) to prevent messages from appearing. Tss reviewed caller could try cycling to lengthen recharger interval but caller noted they tried that before and patient lost efficacy with cycling enabled. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.